Event description:
A facility representative reported that during surgery, they noticed that during injection, the plunger passed over the implant and the implant remained blocked in the injector and torn. Additional information has been requested and received stating there was no patient contact with the device and there was no patient consequences. The surgery was completed with similar model back up lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).